Event description:
The customer reported to olympus, the hd camera head produced bad image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not yet returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and correction to e3. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of bad image quality was due to a bad charge-coupled device (ccd). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause to the faulty charge-coupled device (ccd) could not be determined at this time. Olympus will continue to monitor field performance for this device.